Event description:
Report 7 of 8. Report received from (B)(6), stating that there was "residue found in the sterile pack," of the device, discovered during inspection. The device was not used during surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
Device evaluation: the customer reported eight occurrences of the reported condition and returned eight actual samples for evaluation. The samples were examined by reliability engineering. Visual inspection revealed that the packaging was in good condition with no defects of the peelable or terminal seals on the samples. The packaging was inspected under 10x magnification, and foreign material was not observed in the packaging of the samples. Therefore, the reported condition was not confirmed. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).